Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the post-implant dilation was performed during the initial implant procedure due to moderate paravalvular leak (pvl). Clarification was provided that the aortic aneurysm was pre-existing.

Manufacturer narrative:
Updated data: h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six years and nine months following the implant of the transcatheter bioprosthetic valve, moderate-severe regurgitation and paravalvular leak were observed. No patient complications were reported as a result of this event. Additional information was received that treatment planned was a valve-in-valve implant with a transcatheter valve.

Event description:
It was reported that approximately six years and nine months following the implant of the transcatheter bioprosthetic valve, moderate-severe regurgitation and paravalvular leak were observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b3, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately (B)(6) following the implant of the transcatheter bioprosthetic valve, moderate-severe regurgitation and paravalvular leak were observed. No patient complications were reported as a result of this event. Additional information was received that treatment planned was a valve-in-valve implant with a transcatheter valve. Additional information was received that during the implant procedure a pre-implant balloon dilation was performed with a 22 mm balloon. After valve placement, a post-implant balloon dilation was performed with a 28 mm balloon. The gradient was 5 mmhg and no regurgitation was noted. Angiography showed complete hemostasis without stenosis after use of peripheral balloon inflation, protamine and multiple non-medtronic closure devices over the right femoral artery (rfa) puncture site. The pacemaker was controlled and fixed. The patient was stable and dual antiplatelet therapy (dapt) was prescribed (aspirin and plavix). An echocardiogram six years and eight months post-implant showed the valve placement slightly deeper in the left ventricular outflow tract (lvot) but appropriately expanded. The gradient in systole was slightly elevated, with two jets of pvl visible, and probably valvular regurgitation. Regurgitation was reported to already be severe. There was minimal pericardial effusion, reduced left ventricular function, atrial and ventricle enlargement, marginally thickened left ventricle walls, and hypokinesia of the IV septum. A transesophageal echocardiogram (tee) was performed three days later and showed moderate-severe predominantly pvl and partial valvular aortic regurgitation with jet at 1-3 and a smaller eccentric jet directed towards the interventricular septum (ivs). The transvalvular velocity was slightly accelerated. An aortic aneurysm was noted in the proximal ascending region.